Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. Hence, we could not conclusively determine the root cause of the failure. During our follow-up investigation with the complainant, we learned that the surgeon had checked the catheter before use and he found it to be operational. Surgeon had made multiple passes to remove the clot from the patient's vessel before encountering the deflation issue with the balloon. The catheter was used to remove a fresh thrombus from the patient's popliteal artery. Patient did not have extensive calcification or stenotic regions in his vessel. Surgeon deflated the balloon by puncturing it with a #11 blade scalpel without any fragmentation. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. The issue might have occurred when removing the residual adherent thrombus from the patient's vessel. It does not appear to be an assembly issue since the user was able to make multiple passes successfully with this device. It is possible that some procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon failure. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our IFU properly warns users to avoid using excessive force to push or pull catheter against resistance. There was no injury to the patient as the result of this incident. Please note that we have also submitted a manufacturer incident report# 1220948-2020-00055 related to another similar incident that occurred with a 3f over-the-wire embolectomy catheter during the same case prior to the aforementioned incident.

Event description:
During a thrombectomy procedure, the balloon of an over-the-wire embolectomy catheter failed to deflate while inside the patient's artery. Surgeon punctured the balloon using a #11 blade scalpel to remove the catheter from patient's vessel. There was no injury to the patient as the result of this incident. This is report 2 of 2.